Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display dimmed intermittently, as a result the display was replaced. It was also noted that the stylus would not function and was out of electrical specification, the stylus was also replaced. (B)(4).

Event description:
It was reported that when the programmer was turned on, the screen went to fuzzy gray and was not working. The service disk was ran, but the issue remained. The programmer has been returned for repair. It was analyzed and tested out of specification. There was no patient involvement.